Manufacturer narrative:
Medical devices: the therapy date for the following device is unknown: model name: octrode (x2); scs lead. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced loss of stimulation a few months ago. In addition, the patient experienced communication issues with the programmer. Reprogramming was attempted with another programmer to no avail as effective stimulation could not be restored. The patient desired to have the ipg replaced. Surgical intervention may be undertaken as the next course of action. The ipg was implanted in 2011.